Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion at infusion site with an infusion set and was alerted by alarm 2 followed by alarm 26. Patient changed supplies as necessary and resumed insulin therapy. No further information available.